Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly (B)(6) - lead impedance trend data shows min and max svc defib impedance varying, over the range max svc (superior vena cava) defib impedance= 44 to 254 ohms peak between (B)(6) 2009 to (B)(6) 2010. 2- patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2009 10:17:04 and (B)(6) 2009 03:00:07.

Event description:
It was reported that on the transmission report the superior vena cava impedance trend had been variable and high. The lead remains in use. No patient complications have been reported as a result of this event.